Manufacturer narrative:
This is a duplicate report. All information was previously reported in MFR report number 2518422-2023-27742.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to upper respiratory infection, sinus issue, vicious cough, hoarse voice, nasal/throat irritation or soreness, noticed humming noise coming from machine. There was no report of serious patient harm or injury. There was no medical intervention reported by the patient. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected, noise was confirmed and blower motor ringing at the manufacturer service center during the device evaluation. Device was not scrapped, it was recertified for foam remediation and usage. The device was recertified, software was upgraded, and the error log was cleared. The listed components were replaced, and the device passed the final tests. The device was visually inspected and there was no evidence of foam degradation; neither were any foam particles visible.